Manufacturer narrative:
H6: investigation summary : customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the abnormal noise from drawer a and drawer b and temperature drop. The field service engineer (fse) was dispatched and observed no rack issues indicating to be the cause of the false positives in drawer a. The fse replaced the coupling (pn# 441320 - coupling sleeve flex bfx spare) in both drawers a and b. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was worn couplings. Bd initiated corrective and preventive action CAPA 1233452 to address these failures. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Confirmatory gram stain and subculture were performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that there were false positives. Additionally, on 4/12/2021 the bd sales consultant provided the following additional information: review was completed. 16 of the 19 vials did not go positive but had reading gaps due to drawer d rows ab with low -2.50v. 1 vial could not be looked into due to protocol ending mid-march. 2 vials went positive but false positive cause could not be determined. What confirmatory testing was performed that determined the false positive result? Gram stained with no organism found. The vials were then subcultured. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Confirmatory gram stain and subculture were performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that there were false positives. Additionally, on 4/12/2021 the bd sales consultant provided the following additional information: review was completed. 16 of the 19 vials did not go positive but had reading gaps due to drawer d rows ab with low -2.50v. 1 vial could not be looked into due to protocol ending mid-march. 2 vials went positive but false positive cause could not be determined. What confirmatory testing was performed that determined the false positive result? Gram stained with no organism found. The vials were then subcultured. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a . If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a.